Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented 1 day post op with a cold left leg and peripheral ischemia. A re-intervention was performed where a thrombectomy was completed followed by the placement of stents successfully restoring flow. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the inadequate stent graft patency was found to be user related, due to the low placement of the proximal iliac limbs. While on the lower end of the acceptable positioning, it allowed for a short length of unsupported limbs proximally. Additionally, the narrowed diameter of the distal aorta and proximal left common iliac artery due to severe calcifications likely contributed to the event. The final patient disposition was not reported, however there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).